Event description:
It was reported that the detection on the device had the wrong discrimination of ventricular tachycardia (vt) due to wavelet. The de vice remains in use. No patient complications have been reported as a result of this event.